Event description:
Customer reported an intermittent signal drop outs with the panorama central station's ambulatory telepacks. No pt injury was reported.

Manufacturer narrative:
A replacement unit was provided to customer.